Event description:
It was reported to baxter (B)(4) that a infusor singleday device had overinfused during patient use. The patient was connected to the infusor for a therapy of 22 hours, but the infusor emptied in 10 hours. The infusor was filled with 5-fu. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
The reported condition of "overinfusion" could not be confirmed due to the sample not being available for evaluation, per the customer. Should the device or additional information become available, a follow-up report will be filed. (B)(4).